Manufacturer narrative:
The devices was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pump was found delivering at a rate different than the originally programmed rate resulting in the patient receiving more IV solution than intended. On an unspecified date and time, line a on the pump was programmed to deliver 10% dextrose and 0.2% normal saline at a rate of 8.9ml/hr and the delivery was started. No further programming parameters were provided. It was reported that after 15 minutes, the pump alarmed for an unspecified occlusion. At this time, the customer contact reported that the display indicated a rate of 89ml/hr instead of the intended rate of 8.9ml/hr. The pump was reprogrammed to deliver at a rate of 8.9ml/hr and therapy was resumed. It was reported that 3 hours and 13 minutes later, the pump was reprogrammed to deliver at a rate of 7.2ml/hr and the delivery was restarted. The customer contact reported that the programming was rechecked 15 minutes later. At this time, the display indicated the device was delivery at a rate of 7.9ml/hr instead of the intended 7.2ml/hr. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no adverse effects. No medical interventions were required. Though requested, no additional information was provided.